Manufacturer narrative:
Corrected: b1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls); product ID: d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-implant balloon aortic valvuloplasty (bav) was performed. The patient's pre-procedural scan showed the patient was borderline for 23mm or 26mm valve. The patient's annular perimeter was approximately 63mm, and sinuses of valsalva (sovs) were borderline with an average of 27mm. The physicians had discussed this case in a prior meeting with no medtronic field representatives present. It was decided that the team would implant a 23mm valve due to the borderline nature of the sovs. Prior to the case, the medtronic representative had measured the scan again and was getting larger sovs than the physician had measured previously, causing a discussion about implanting a 26mm valve instead. Both the interventional cardiologist (ic) and cardiothoracic (CT) surgeon wanted to use a 23mm valve but have a 26mm valve available for back up. Upon deploying the 23mm valve to 80%, the patient had severe central aortic insufficiency and became hypotensive. A 26mm valve was loaded and checked with fluoroscopy. The 23mm valve was recaptured and removed from the patient. The 26mm valve was successfully implanted with no regurgitation present. The gradient was slightly high due to a hyperdynamic left ventricle. Post-implant bav was performed using a 20mm true balloon. No procedural delay occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.